Event description:
It was reported that a patient underwent a cyst excision procedure from the side of the neck in 2009, and topical tissue adhesive was applied. In the next day, the patient showered and the product sloughed partially off leaving a reddened suture line with pus. The patient returned to the family doctor in the next day, and strips were placed on the wound and keflex was prescribed prophylactically. At two days later, the area showed some pus and the patient went to the emergency room where they stopped the keflex and started bactrim. The pus was cultured and at about 2 days later, the culture was found to be normal skin growth and normal flora. The ER instructed the patient to stop taking the bactrim as there was no growth from the culture. The patient returned to the surgeon in the next day, and the glue was gone and the suture line was normal.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.